Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is exhausted and needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart mrx defibrillator indicating that the battery is exhusted and needs to be replaced. The rse evaluated the device remotely and determined that the battery was exhausted and needed to be replaced. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective battery. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that device is at the end of life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.